Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar hydrogel implant procedure performed on (B)(6) 2020. According to the complainant, the patient began experiencing pain on (B)(6) 2020. Reportedly the pain got progressively worse until (B)(6) 2020. The patient consulted with his physician and was prescribed anti-inflammatory medication to treat his symptoms.